Manufacturer narrative:
Concomitant medical products: product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3998, lot# j0406369v, implanted: (B)(6) 2004, product type: lead.(B)(4).

Event description:
The consumer reported a loss of stimulation and return of symptoms. They were not feeling stimulation and had pain/problems. It was reported that there was a sudden loss of stimulation. The patient received their replacement programmer as they lost their old one. The back of the patient programmer was described as showing all three lights green, so it appeared to be working. The patient had tried to increase setting 1 and 2 but still didn't feel anything. The lights were now blinking and it was reviewed that the implantable neurostimulator (ins) may be getting low. It was reported that the patient will have a replacement, however it has not yet been scheduled. Relevant medical history includes unsuccessful disc surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.